Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a vessel perforation occurred. The heavily calcified and tortuous left anterior descending artery (lad) was treated with rotational atherectomy with a 1.25 and 1.5mm burr. Angiogram looked good with no perforations or dissections. A 2.5x20mm apex balloon was then advanced to the lad and was inflated in the entire length of the vessel to 10atms for 30 seconds. When angiography was performed it was noted that the mid lad had perforated. The same 2.5x20mm apex balloon was advanced to the mid lad and was inflated to 8atms for 8 minutes. Another angiography was performed and it was noted that the perforation was still present. The apex balloon was inflated again to 8atms for 4 minutes. Angiography confirmed that the perforation was still present. A non bsc stent was then implanted to cover the lesion. A second non bsc stent was then implanted proximally along with a third non bsc stent that was deployed proximal to the first two. Angiography was performed again and a dissection was noticed in the left main (lm) which was successfully treated with a 3.5mm liberte stent. The procedure was completed with no additional patient complications reported. The patient's current condition is listed as "stable".